Event description:
Erosion of vaginal mesh device. Erosion reported 6 months after original surgery, mesh removed in subsequent procedure. Pt had mild chronic infection and foreign body reaction and continues to have urinary incontinence.